Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the physician could not get the balloon of a 5f mynxgrip vascular closure device (vcd) to pull through it. The balloon did not pop at all but when it was going to be removed through the white advancer tube, full resistance was met. The physician pulled with a lot of force until it popped out and he immediately held manual pressure for forty minutes. The patient was fine and the bleeding stopped after pressure held, with no hematoma. There was no reported patient injury. The procedure was a diagnostic angiogram of the carotids and brain. The physician is trained to the use of the device. The device was properly stored and opened in the sterile field. All was prepped according to the instructions for use (IFU). A 6f avanti cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site or tortuosity of the femoral artery. There was no scar tissue present in the vicinity of the puncture site. The physician inserted the device for closure as normal. After the lay down period of ninety seconds was completed, they proceeded with ¿lock, stabilize, deflate¿ (lsd). The physician locked the syringe, stabilized, and deflated the balloon by opening the stopcock and waiting for all the air bubbles to stop moving. Once they stopped, the physician picked up the device and remove through the tamp tube that he had grasped between his thumb and forefinger of the left hand. At that point, the device stopped. The physician laid the device back down to check if any more bubbles were moving and they were not. The device was picked up again to attempt to remove and was met with resistance once again. The balloon was still inside the artery and the doctor kept trying to pull it out with a lot of force to bail out. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with the stopcock opened. The sealant was not returned for evaluation and the advancer tube was engaged to the tamp lock. The syringe was not returned with the device. In addition, an unknown procedural sheath was received separate to the device. The procedural sheath was exposed to blood and no damages were noted on it. The balloon of the returned device was severely twisted. Per functional analysis, leak testing could not be performed on the balloon of the returned device as it was severely twisted. Per microscopic analysis, visual inspection at high magnification revealed that the balloon of the returned device was found severely twisted. The product history record (phr) review of lot f2219304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon retraction jam-inside the vessel¿ was confirmed through analysis of the returned device due to the severely twisted balloon. However, the exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, procedural/handling factors, such as excessive pullback tension, likely contributed to the severely inverted balloon and the subsequent balloon retraction jam experienced. According to the IFU, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ the mynxgrip IFU also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step, that can cause the balloon to invert and obstruct the device path when attempting to withdraw through the advancer tube, resulting a balloon retraction jam. Also, if the balloon, which is located right at the distal tip of the advancer tube, is not completely deflated prior to being pulled through the advancer tube, air/saline could be trapped inside the balloon and could cause the balloon¿s distal tip to invert, resulting in a balloon retraction jam. Neither the phr review, nor the product analysis suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h2, h6, and h10. A review of the manufacturing documentation associated with lot f2219304 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician could not get the balloon of a 5f mynxgrip vascular closure device (vcd) to pull through it. The balloon did not pop at all but when it was going to be removed through the white advancer tube, full resistance was met. The physician pulled with a lot of force until it popped out and he immediately held manual pressure for forty minutes. The patient was fine and the bleeding stopped after pressure held, with no hematoma. There was no reported patient injury. The procedure was a diagnostic angiogram of the carotids and brain. The physician is trained to the use of the device. The device was properly stored and opened in the sterile field. All was prepped according to the instructions for use (IFU). A 6f avanti cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site or tortuosity of the femoral artery. There was no scar tissue present in the vicinity of the puncture site. The physician inserted the device for closure as normal. After the lay down period of ninety seconds was completed, the proceeded with "lsd". The physician locked the syringe, stabilized, and deflated by opening the stopcock and waiting for all the air bubbles to stop moving. Once they stopped, the physician picked up the device and remove through the tamp tube that he had grasped between his thumb and forefinger of the left hand. At that point, the device stopped. The physician laid the device back down to check if any more bubbles were moving and they were not. The device was picked up again to attempt to remove and was met with resistance once again. The balloon was still inside the artery and the doctor kept trying to pull it out with a lot of force to bail out. The device will be returned for evaluation.